Event description:
It was reported that the patient had an infection at the pocket incision site which was not device or procedure related. It was noted that the patient's son was picking the scab with unsterile scissors which caused the pocket site to have a large, reddened open area. The patient underwent an explant procedure and was placed on antibiotics. All device components were removed and discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).